Manufacturer narrative:
(B)(4). Device was not returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the reload was received in good visual condition, fully loaded with staples, and with the swing tab in the unlocked position. The instrument was tested for functionality with a test device. The device fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the staples would not release. The reload did not deliver any staples, yet another reload from the same lot number worked properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.